Event description:
It is reported that the patient's insulin pump has a damaged screen and cannot be read. The patient's blood glucose level is 174mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Findings: pump received with severely scratched display window,cracked display window corners, cracked battery tube threads,cracked reservoir tube lip, cracked reservoir tubeand cracked reservoir tube window.